Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and that the customer experienced difficulties charging the pump. Reportedly, the issue resolved on its own while using the same pump charging supplies. The customer's blood glucose was 142 mg/dl. The customer continued to use the pump for insulin therapy.